Manufacturer narrative:
Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that patient underwent t12,l1 vertebrectomy,vertebral body replacement system was placed and screws were inserted at t10,t11 and l2. Post op, on an unknown date, l2 screw loosening was observed for which patient underwent revision surgery on (B)(6) 2017 and fixation was extended.in the revision surgery after removing screw, spinal fusion was performed at t8/il.posterior lumbar interbody fusion was performed at l5/s1. Surgeon commented that initial fixation range was too short and the patient¿s bone quality was poor.